Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an 'er1' message. Per the onetouch ultra2 owner's booklet, an error 1 message can be due to an 'electronic problem'. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that he tests three times a day, morning, afternoon, and before bedtime, and that his normal readings are usually in the low '170'smg/dl'. At the time of the reported issue, the patient informed the mss that he was taking 30mg of actos to manage his diabetes but currently, his doctor had switched him to glucophage, 500mg taken twice a day. The patient informed the mss that on (B)(6) 2011 at 6:00am, he attempted to test his blood glucose and discovered the alleged issue. The patient stated that he wanted to test his glucose level 'before going to the hospital to get his gallbladder taken out'. The patient denied making any changes to his normal diabetes management routine because he was on his way to the hospital. Half an hour after the alleged product issue began, the patient claimed to have developed symptoms of 'nausea and dizziness'. Three hours later, 'as part of pre-opt for the surgery', the patient was tested with the hospital's meter (unknown device) and obtained a reading of '360mg/dl' and shortly after, was administered with '4units of insulin (unknown type)'. During troubleshooting, the cca walked the patient through the proper testing procedure as recommended per the owner's booklet but the alleged product issue remains unresolved. Replacement products were sent to the patient. Although the patient did not develop symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.